Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 480 mg/dl. She took the amount of insulin that she needed and then the correction factor. After she ate, 15 minutes later, her blood glucose level went up to 498 mg/dl. The customer usually shakes with a normal reading because her body is used to high readings. Her blood glucose level was dropping. The device was not returned.